Event description:
Hospital personnel were monitoring a patient diagnosed as with a heart block and a pulse of approximately 60 bpm. The patient was connected to the device for transcutaneous pacing with disposable noninvasive pacing electrodes. The operator captured the patient's rhythm then lowered the rate for prophylactic purposes. According to the reporter, the current would subsequently drop to zero without an alarm each time the rate was lowered. No adverse affects to the patient were reported as a result of the alleged malfunction.